Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, low ve (minute ventilation), low pip (low peak inspiratory pressure), and xdcr fault (transducer fault) alarms. The customer performed transducer calibrations, but the issue was not resolved. The customer reported the turbine differential pressure calibration failed. The customer reported no patient involvement associated with the event.